Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.